Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs indicated that the misplacement of the implants was likely due to excessive deflection forces on the end effector or skiving while using instruments in the end effector. The case logs showed numerous warnings stating that excessive deflection force was detected while navigating instruments on trajectory. Excessive deflection force on the end effector may cause skiving depending on the technique of the user. Skiving can lead to the misplacement of screws. The severity observed did not exceed the anticipated severity, therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsus gps system were misplaced intra-operatively and then removed and replaced.